Event description:
It was reported that the charge button on the device standard paddles was missing. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided customer with the part number for a replacement paddle set. The customer later confirmed that the parts have been ordered to repair the device.